Event description:
Customer reported the collimation was out of specifications. The radiation field exceeds the visible portion of image receptor by more than the allowable limit. No pt injury was reported.

Manufacturer narrative:
(B) (6) report. A ge rep evaluated the system and aligned the collimator. System operates as intended.